Event description:
It was reported that the device detected vf episodes. Patient received inappropriate shock due to noise. Lead damaged near clavicle was observed under fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.